Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the helix on the right ventricular lead would not extend into the right ventricle. The lead was not used. A different lead was implanted successfully. There were no adverse effects to the patient.